Manufacturer narrative:
Three opened trocar hub/cannula assemblies were received and visually inspected. Samples 1 and 3 were found to be conforming and sample 2 was found to be nonconforming with a cut in the septum. Samples 1 and 3 were then leak tested and were found to be conforming. The finish goods lot was manufactured with four valve entry component lots. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the second complaint received against the trocar lots for the reported issue. The damaged septum that was observed in one of the returned samples would result in high leak rates. The evaluation was not able to determine how the damaged occurred therefore an exact root cause for this complaint could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported that a trocar cannula leaked during the retinal detachment surgery, inducing the detached retina to clog the trocar cannula. The product was replaced and the procedure was completed without harm to the patient. A product sample was received at the manufacturing site and it is awaiting evaluation.